Manufacturer narrative:
Hill-rom technical support trouble shot with the account and found the brakes were out of adjustment most likely due to normal wear and tear. A search of the hill-rom maintenance records did not showed hill-rom performed any preventive maintenance on this bed. It is unk if the facility performed any other preventative maintenance on their beds. The account adjusted the brake and brake steer casters to resolve the issue. Based on this info, no further action is required.

Event description:
The account reported that the bed will not lock into brake or steer if the bed is pushed the brakes will roll. The bed was located at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).